Event description:
The pt had the universa soft stent in her for 6 months, when the dr went to remove the stent it was completely encrusted. The physician had to use the eswl (extracorporeal shock wave lithotripsy) was used to remove the stent. The stent was removed intact and the pt is reportedly doing fine. The stent was reportedly a universa soft stent, part number unk.

Manufacturer narrative:
We will be unable to conduct a complete investigation since the device will not be returned to our facility for eval. The customer has stated that the ureteral stent was completely encrusted after six months indwell. Encrustation is a known complication for indwelling ureteral stents. Will instruct the customer that our instructions for use caution that "individual variations of interaction between stents and the urinary system are unpredictable" as well as "periodic eval via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." Most likely, the stent was not subjected to periodic eval and eswl had to be used to remove the stent. The user facility reports that no other procedures were performed and that the pt is fine.